Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e1803 nodule.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The area was prepared with soap and water before placing the sensor on the body. On 02/27/2025, the pediatric patient experienced a skin reaction with redness, pus, swelling, bump, pustules and infection on the needle puncture site. The reaction was treated with a prescription of an oral antibiotic penicillin liquid on (B)(6) 2025. At the time of the report the patient was doing okay. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.